Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level was 590 mg/dl. Reportedly, the customer did not have backup therapy and would go to the emergency room. The customer declined a follow up call with tandem technical support to confirm that they were able to obtain backup insulin supplies.

Event description:
It was reported the customer tripped and fell and the pump was dropped. Subsequently, an unspecified malfunction occurred. The customer's blood glucose (bg) level was 590 mg/dl. Reportedly, the customer did not have backup therapy and would go to the emergency room. The customer declined a follow up call with tandem technical support to confirm that they were able to obtain backup insulin supplies.